Manufacturer narrative:
(B)(4). Concomitant products: cer bioloxd option hd 36mm/ pn 650-1057/ ln 132420, mlry-hd por fmrl 10x155mm/ pn 11-104110/ ln 397470, unknown cup. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03567, 0001825034-2017-03568, 0001825034-2017-03569.

Event description:
It was reported that patient underwent right hip revision approximately eight months post implantation due to patient allegations of pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: describe event or problem, the revision was on left hip. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a second left hip revision approximately 8 month post the first revision surgery, due pain. Attempts have been made and additional information on the reported event is unavailable.